Event description:
In 2007, a male presented with a contained rupture. A renu aortouni device was placed. On a year follow-up, the patient was on dialysis and had developed an acute type I endoleak. In 2008, the patient underwent additional aaa repair. A main body extension graft was placed over the renals right, up to the sma, but preserved the sma and the type I endoleak was resolved. The patient's neck was angulated, but not outside of cook's criteria and there was an excessive amount of mural thrombus.

Manufacturer narrative:
Evaluation: this event is still under investigation.